Event description:
The following was reported to davol by the pt's attorney: it was alleged that on (B)(6) 2005, the pt was implanted with a bard mesh. The attorney's report alleges permanent injury, nerve damage pain and suffering, add'l medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney's report alleges that on (B)(6) 2005, the pt was implanted with a bard mesh. No specific device failure has been alleged and medical records have not been provided. We have contacted the initial reporter to request add'l info. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, no sample has been returned for evaluation. This MDR includes all pt, event and device info davol has rec'd to date. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.